Event description:
It was reported bd phaseal¿ protector p55 had foreign matter. The following information was provided by the initial reporter: "while the nurse was preparing the medicine, they saw hair in the projector."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the packaging. A device history review was performed for the reported lot 2106114 , no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10.

Event description:
It was reported bd phaseal¿ protector p55 had foreign matter. The following information was provided by the initial reporter: "while the nurse was preparing the medicine, they saw hair in the projector.".